Event description:
It was reported that the patient experienced a chronic impedance issue with the deep brain stimulation implantable pulse generator (ipg), showing an impedance of 13,000 ohms. The original percept pc also exhibited this impedance issue, which was initially overlooked due to manual data entry and oversight of the message banner. The issue was identified during a case where the patient was receiving a new percept pc. The previous representative had intended to use the percept pc but switched to an rc, placing the pc back on the shelf. When the current representative attempted to use it, the information had to be entered manually, and the impedance message banner was not noticed at first. Technical services provided information and education to the customer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the high impedance wasn¿t determined. The high impedance wasn¿t resolved but was programmed around.